Event description:
Daily severe uterine and back pain. Continuous bleeding. Pain medication required daily. Pt states it is the worse thing that has ever been done to their body. Now considering hysterectomy, the surgery they did not want which they feel now is their only option.